Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an ileocecal resection, the firing stopped on the way of the 4th firing. When the firing knob was moved forcibly, the firing knob broke off. Reinforcement material was not used. As the firing was the 4th firing of functional end to end anastomosis, it was fired across an existing staple line. The staple height was green. The deployed staples seemed to be malformed. The target tissue (gut tube) was very thick. Another device was used to complete the case. There were no adverse consequences to the patient.